Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Event date: unknown. This report is for an unknown quantity of unknown screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Implant date is unknown. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery including hardware removal was performed on (B)(6) 2016 due to non-union of a distal femoral fracture. A variable angle (va) condylar plate and an unknown quantity of unknown screws were removed intact. The patient was revised to a retrograde/antigrade nail. No surgical delay was reported and no additional medical intervention was required. The procedure was completed successfully. The original implant date is unknown. The patient's postoperative status was reported as stable. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).